Event description:
A cracked touchscreen was reported after the pump was dropped, rendering the pump's touchscreen unresponsive and unreadable. Reportedly, the customer experienced an elevated blood glucose (bg) level of 679 mg/dl. Customer administered a manual injection to address bg. The customer reverted to manual injections for insulin therapy.